Event description:
Customer was receiving blood glucose results in the high 300's mg/dl. The dr increased medication based on results. The customer stated that the blood glucose results did not come down and customer went to the emergency room. Blood glucose result at the hosp was 112 mg/dl and the lab result was 114 mg/dl. No request was made for the return of the suspect device and replacement product was sent.